Event description:
The caller stated her daughter's glucose was tested using the contour meter and the reading was 297 mg/dl. Her glucose was retested using another meter and the reading was 97 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant . No adverse events were alleged. The customer declined to troubleshoot. No product will be returned.